Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4); product ID: (B)(4), serial/lot #: (B)(4), ubd: 16-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI because their leads moved 6 months to about a year ago. Patient services reviewed MRI information with the patient. There were no patient symptoms reported and no complications reported.